Event description:
The customer stated that they cannot use the meter. They stated that the handle will not go completely back into the meter and that strips will not present. They had to call paramedics to check their blood glucose level.a review of the system was performed over the phone. This review indicated that the "knife" inside the meter was bent. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer call was invited to call 24/7 with future questions/concerns.